Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that the patient tracker spheres would flicker on the system display briefly a few times during a case. During troubleshooting, the site rotated spheres, covered one sphere at a time, and verified that the spheres where clean. The manufacturer representative (rep) confirmed that the site did not switch out the spheres or the tracker due to the rarity of the occurrence and they were able to complete the procedure. They were unable to replicate the issue. Delay information was not provided. There was no reported impact on patient outcome. It was reported that there was no delay caused in the procedure. It was reported that there were no issues with the camera or any of the cranial reference frames being used and the geometry error on all frames was well within the acceptable range. The issue was intermittent. The surgeon noticed when she was not using the navigation under the microscope. Once the microscope was moved up out of the way this problem stopped.